Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Manufacturer representative (rep) called and reported impedances <(> <)> 50 ohms during intra-op testing. The caller indicated that increasing settings and case pairs were randomly changing. It was noted that this occurred during a lead revision due to patient fall that had been previously reported. The caller was advised to implant and ignore case pairs, the bipolars were in range. No patient symptoms were reported. No further complications were reported or anticipated.